Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the device remotely and confirmed that wired footswitch was faulty. Upon functional test fse found that wired footswitch was not functioning properly. The fse replaced footswitch. After replacement of footswitch, the system was returned to use in good working order. These codes were updated based on investigation outcome.

Event description:
It has been reported to philips that wired footswitch was faulty. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.